Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2017. The fse deleted 2.05 software and reloaded 2.05 software. The fse updated non-corrupted files and the customer reloaded qc ranges, verified that calibrations were current and correct. The fse successfully performed a check and qc. The fse ran a patient sample and verified successful transfer to the lis. The a1a- 2000 analyzer was found to be fully operational. The aia-2000 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to corrupt multiple mdb extension files. This report is being submitted due to a retrospective review conducted under CAPA(B)(4) .

Event description:
On (B)(6) 2017 a customer reported error messages indicating a corrupted database for their a1a- 2000 analyzer. The customer is unable to run e2, prl, lhii, fsh and bhcg patient samples. A field service engineer (fse) was dispatched to the address in the reported event which resulted in delayed reporting of e2, prl, lhii, fsh and bhcg results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.